Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown and treatment information was not reported. Action taken with peritoneal dialysis therapy was not reported. At the time of this report, the patient had not yet recovered from the peritonitis event. No additional information is available.